Manufacturer narrative:
Additional information received on 2/20/2020, indicated that the left device is the suspect device, therefore the left device information uploaded in this report. Date of explantation also updated to (B)(6) 2020, and date of implantation updated to (B)(6) 2018. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation:capsular contracture baker grade iii. Concomitant products: mentor memorygel 275cc silicone breast implant, cat #: 3503251bc; sn #: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation revision with mentor memorygel 300cc silicone breast implants which the right side has issue with capsular contracture baker grade iii after implantation. The issue was confirmed by the physician. As a result patient underwent bilateral mastopexy and bilateral removal and replacements as follow: right replaced with cat #: 3543251, sn #: (B)(4), and left replaced with cat #:3542751, sn #: (B)(4) on (B)(6) 2018.